Event description:
It was reported that the pt was experiencing new, frequent or severe headaches. Per clinic notes, the pt's seizures are under control, but the vns device is at end of service. The pt is also having observed apneas and is somewhat sleepy during the day. The pt had generator replaced due to end of service on (B)(6) 2011. Attempts for further info and product return have been unsuccessful to date.